Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly noted. The insulin pump was programmed with 4.4 unit bolus and monitored; the bolus was delivered completely and recorded properly in the bolus history screen. No delivery anomaly or stopping noted during testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was not receiving all the insulin. There was a bolus entry of 4.4 units and it stopped at 2.25 units. The insulin pump did not alarm no delivery. No insulin came out when he ran a 5 unit fill cannula. The customer had issues with the insulin pump not coming back up to push the insulin. The act button on the insulin pump was not working at first. The customer was advised that the device would be replaced and agreed to return the product for analysis.